Event description:
After insertion of IV catheter after successful venipuncture, device would not retract. The nurse was also unable to manually remove the stylet, resulting in an infiltration in patient's arm.